Event description:
It was reported that the patient developed an infection. The physician decided to open and clean the pocket. The pulse generator remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.